Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (380s mg/dl) with moderate ketones. A correction bolus was delivered to address the bg level. The contact did not know the cause of the high bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.